Event description:
It was reported on (B)(6) 2021 that after an ankle dislocation fracture on the right, the patient was treated surgically. This involves open reposition and plate osteosynthesis. After an x-ray was taken, a material fracture was detected. Failure of the osteosynthesis material on the medial plate. This report is for one (1) unk - plates: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for one (1) unknown plate/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.